Event description:
The international philips field service engineer (fse) reported a ventilator was experiencing a battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #: (B)(6)

Manufacturer narrative:
The device was evaluated by an international philips field service engineer (fse) who confirmed and duplicated the reported issue. The fse replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.